Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have pneumonia. The patient was hospitalized in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient had pneumonia . The patient was hospitalized in response to the reported event. The device is not returning to the manufacturer for evaluation. The manufacturer received information stating that the patient has initiated court proceedings. The device will not be returned to the manufacturer for evaluation, instead a court appointed expert will file an expert report for the court. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.